Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: inratio: 5.4, re-test: 3.5, re-test: 4.8. Patient used the same finger stick for the 5.4 and 3.5 inr results. A new finger stick was used to obtain the 4.8 result.